Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states his stimulator is not working and has been giving him problems for a while and thinks it has finally died. Patient states the controller shut off last night completely and can't afford to keep fighting with this thing because it is giving him the blues and terrible pain. Patient stated his feet are numb and feeling like needles are going through them and his legs are numb. Patient also said it feels like someone is shocking him and the needles are going from his knees down to his feet and his toes feel like they have just been shocked and last night all of a sudden felt a shock out of nowhere. Patient mentioned they has never had frostbite but it is a very strange sensation. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Agent had a hard time following the patient due to the nature of the call. Patient mentioned having trouble walking during the call.

Event description:
Patient(pt) called back and said they put aa batteries in the new controller. Pt says their old controller was "giving me the blues" because their feet and toes were numb and legs were tingling from their calves down to their toes, and says it was because they aren't getting stimulation. Reviewed they need to put their battery pack in the new controller. Pt did that during the call and it started charging with excellent quality and implantable neurostimulator (ins) is at 30 percent. Pt doesn't know if stimulation is on or off, but its suspected to be off if pt isn't getting pain relief. Pt will charge up ins and will then turn stimulation on, and will call patient services (pss) back if additional help is needed.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.